Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuously beeping. No reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but it had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, there were no problems found with beeping. No fault found with the returned device. The downstream sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.